Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown m2a magnum taper adapter, unknown mallory head stem, unknown m2a magnum cup, all catalog#'s: ni all lot#'s: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in the journal article that 14 patients with metal-on-metal implants experienced elevated titanium ion blood levels with a median of 5.74 ug/l and a range of 3.35-13.4 ug/l approximately 12 months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Date of death - ni. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by weird p. Zijlstra, hugo c. Van der veen, inge van den akker-scheek, mark j. M. Zee, sjoerd k. Bulstra and jos j.a.m. Van raay involving the netherlands hospitals medical centre leeuwarden, martini hospital and university medical centre groningen. Manufacture date - ni.

Event description:
Information was received based on review of a journal article titled, "acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results" which aimed to examine the clinical results following total hip arthroplasty in a study of 70 patients that may have experienced a decrease in acetabular bone density due to the use of metal on metal and metal-on-polyethylene implants using the m&#8301;magnum, advantage and mallory-head acetabular components and arcom polyethylene liners manufactured by biomet; and to investigate the comparison between the use of metal-on-metal implants and metal-on-polyethylene implants. Seventy patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patient experienced elevated titanium levels with a median of 5.74 after implantation of metal-on-metal components. There has been no further information provided and the patient outcome is unknown.